Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: during our picking process, we noted that two of the syringes were stuck together as there was a loose needle lodged through the inside packaging of two needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 25-oct-2022. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample have two packages with a syringe and shielded needle in each package and one separate needle observed in one package and stretched across to the other package causing a void in the seal on both packages. The condition observed is non-conforming per product specification. Potential root cause for the packaging integrity defect is associated with the packaging process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 9346458. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ shielding hypodermic needle experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: during our picking process, we noted that two of the syringes were stuck together as there was a loose needle lodged through the inside packaging of two needles.